Manufacturer narrative:
(B)(4).

Event description:
It was reported "the customer stated they noticed the lumen was cut or disconnected about two inches above the hub during a dressing change. Upon initial investigation and appearance of the sample catheter it appears that the lumen was cut, possibly during dressing change or insertion. The catheter was only in for less than 24 hours." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned a 3-l cvc catheter for evaluation. Signs of use in the form of biological material were found on the catheter body. Visual inspection of the catheter confirmed the medial extension line was separated approximately 70 mm from the luer hub. The separation points were found to be smooth, consistent with a sharp instrument such as a scalpel or scissors contacting the extension line. The total length of the catheter body measured 215 mm, which is within specifications of 207-227 mm per catheter graphic. The medial extension line was separated 70 mm, from the luer hub. The outer diameter of the medial extension line measured 0.08595", which is within specifications of 0.084-0.088" per medial extension line extrusion graphic. The inner diameter of the medial extension line measured 0.055", which is within specifications of 0.055-0.059" per medial extension line extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both the proximal and distal lines flushed as expected. A manual tug test confirmed the proximal and distal luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line separated/torn during use was confirmed by investigation of the returned sample. The medial extension line had separated near the luer hub. The separation points were smooth, consistent with a sharp object cutting the extension line. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the customer stated they noticed the lumen was cut or disconnected about two inches above the hub during a dressing change. Upon initial investigation and appearance of the sample catheter it appears that the lumen was cut, possibly during dressing change or insertion. The catheter was only in for less than 24 hours." No patient harm was reported. The patient's condition is reported as fine.